Event description:
It was reported that the bd needle sftygld 25x1 rb needle went through the shield. The following information was provided by the initial reporter: material # 305916. Batch # 2024137. Verbatim: verbatim per customer "as you can see in the picture the sharp end of the needle is puncturing the cap. This needle was delivered like this as the needle on the syringe was used to draw up the medication and then removed and replaced with this sharp. Thankfully the staff noticed the problem prior to getting a needle stick injury."

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up a photo showing a syringe with an assembled needle and activated safety mechanism was received for evaluation. The needle was observed to be positioned on the side, outside of the needle hub. No additional information could be obtained from the image. Based on the investigation and available sample analysis, the reported symptom was confirmed. However, due to the absence of a physical sample, a probable root cause could not be determined. Furthermore, a device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.